Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that while prepping a pump for surgery, they had difficulty aspirating the sterile water from the pump. After immersing pump in warm saline bath, they were able to remove all the expected volume of sterile water but when attempting to inject drug into the pump reservoir they were unable to get any drug into the pump. The healthcare provider (hcp) decided not to use this pump and opened another for the implant. The agent advised the company representative (rep) to send this pump back to mdt for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Destructive analysis identified that the over pressurization mechanism (opm) was not seated properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.